Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient has to charge the implantable neurostimulator (ins) 3 times per day, which was excessive, but the patient was charging between 5:00am - 6:00am, left at 7:00am and wasn't sure if he got a full charge on implantable neurostimulator (ins). The patient came home, charged again at 2:00pm that day, was connected stating a light on the controller, and when the patient got back to the ins 5-10 minutes later, there was nothing. The patient was unable to get the controller to respond despite plugging into the wall.